Manufacturer narrative:
The field service representative found there was an operator error with the handling of the internal standard. He provided training regarding opening and staging of standby internal standard bottles and updated some of the settings for the warnings and alarms on the system. Since changing the internal standard solution handling, the customer has been monitoring the "moving average" and performing calibration and qc as appropriate. The analyzer was operating as required. The investigation confirmed an operator error was the likely cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer discovered questionable ise indirect na, k, cl gen.2 ise indirect na+, k+, cl- for gen.2 results had been generated when the "moving average" of a pooled sample was too low on 10/04/2016. They recalibrated, ran qc which was in range, then continued to run patient samples. When the "moving average" failed again on (B)(6) 2016, the customer repeated patient samples on the same c501 after recalibration or on another c501 in the laboratory. The specific number of patient samples involved was unknown. Of the data provided for 11 patient samples, only the sodium results for two samples were discrepant. Patient 1 initial sodium was 132 mmol/l and the repeat result was 138 mmol/l. Patient 2 initial sodium result was 140 mmol/l and the repeat result was 146 mmol/l. The customer stated the erroneous result for only one patient sample was reported outside the laboratory, but she could not determine which sample it was. There was no adverse event. The electrode lot number and expiration date were requested, but were not provided.